Manufacturer narrative:
Results: the indigo system aspiration catheter 6 (cat6) was kinked approximately 1.0 cm from the hub and ovalized along the entire catheter shaft. There was also ovalization damage sustained by the distal tip of the cat6. Conclusions: evaluation of the returned device revealed that it was ovalized near the distal tip of the catheter. This type of damage typically occurs due to improper handling during use. If the cat6 is pinched or forcefully manipulated during insertion into a sheath, damage such as this may occur. The kink and the ovalization damage observed along the catheter shaft was likely incidental, and likely occurred during preparation for return shipping. Cat6 devices are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, while attempting to advance the cat 6 through another manufacturer's sheath, the physician noticed that the cat6 became kinked and was unable to advance it into the sheath. The procedure was completed using another manufacturer's devices. There was no report of an adverse effect to the patient.